Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump normal operating currents and no unexpected off no power, low battery, weak battery or failed battery test alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating failed battery test, button error and low readings on the insulin pump. The customer's blood glucose was 45 mg/dl. The customer treated with glucose tablets. The customer reported a weak battery and failed battery test alarm after replacing the battery due to buttons unresponsive. The insulin pump will be returned for analysis.